Event description:
The plaintiff's attorney alleged that on (B)(6) 2009, the decedent experienced sudden cardiopulmonary arrest after receiving dialysis earlier in the day and died. The decedent's death was allegedly caused by the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.